Manufacturer narrative:
Device was initially received for the complaint that there was broken screen. During investigation found the dso seal torn. This malfunction makes the event reportable. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the lens scratched, dso seal torn, battery door damaged seal and bolis port pins damaged. The dso seal was replaced. The pump was calibrated and passed all performance verification testing.

Event description:
It was reported that there was broken screen. During investigation found the dso seal torn. This malfunction makes the event reportable. There was no reported patient involvement.